Event description:
An audible alarm on the ventilator kept sounding. The end user was able to silence the alarm, but it would keep turing on. There was no indication that the alarm conditions have been met. There was no pt compromise.